Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The target lesion was unspecified. The 2.0 x 12 mm apex monorail balloon catheter was inflated, but was not holding pressure. When the device was removed it was noted that there was a small hole in the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The target lesion was unspecified. The 2.0 x 12mm apex monorail balloon catheter was inflated, but was not holding pressure. When the device was removed it was noted that there was a small hole in the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found no tears in the balloon. Several attempts were made to inflate the balloon without success. The device was immersed in warm water in an attempt to dissolve any potential solidified contrast media inside the hypotube, however all additional attempts to inflate the balloon failed. A detailed microscopic examination of the balloon material could not identify any tears or pinholes. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).